Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the controller worked with no issue. The system worked with no issue with how stim works other than when it was on, the rash would get worse. All connections were perfect. The patient has not been ¿diagnosed¿ with shingles. She was being sent to an infectious disease physician. The hcp thought it ¿may¿ be shingled. The patient was still waiting for an appointment with an infectious disease physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and the consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has had a shingles breakout since (B)(6) 2019. The patient reported their shingles outbreaks should be only for 2-4 weeks. The shingles were occurring near the ins site and seemed to correlate with the ins being on and with recharging. Technical services suggested the patient reduce the recharge speed to level 2 to determine if heat from recharging was causing the issue. The rep didn't know if the patient was getting any messages on the controller when recharging. Other suggestions discussed included having the patient ensure the recharging belt is not too tight and to recharge over a thin shirt to see if that helps. The rep stated that the shingles didn't always come back after each recharge session. They were redirected to discuss this issue with the physician. The rep met with the patient on (B)(6) 2020. They checked the therapy/system and impedances and all checked out good. They reported the shingles became more painful when recharging and the shingles outbreak would worsen when stimulation was on. The patient had the ins off for about a week and the outbreak appeared to be improving after that week. It was noted that the patient has 3 other auto-immune diseases. No further complications were reported or anticipated.